Event description:
It was reported that the lens vaulted (z-syndrome). The patient noticed a decrease in her vision. A yag procedure was performed. The patient continues to be monitored for secondary cystoid macular edema. This report refers to the patient's right eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.